Event description:
I have some pieces of cotton inside my private parts- vagina [foreign body in reproductive tract]. Pain vagina [vulvovaginal pain]. Burning vagina [vulvovaginal burning sensation]. One of the tampons fell apart [device breakage]. When I remove it, it breaks and falls apart... Pieces of cotton stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon fell apart. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.